Event description:
Abbott diabetes care (adc) received a medwatch user report regarding an error message issue that resulted in an inability to obtain glucose readings with the use of the abbott diabetes care (adc) device. Per the user report: the pharmacist that reported that their sensor was not working properly had encountered with "signal lost, not reading". Customer changed their sensors in several days and contacted company who attempted to trouble shoot with the pharmacist and was unable to resolve. The pharmacist was told to change sensor again, stating it may have just been a bad batch. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. There was no report of an adverse event or third-party intervention related to this issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.